Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 zip code: (B)(6). Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. The device has been explanted.